Event description:
It was reported that the computer wa shutting off ; this caused the patient to be re-exposed. It was determined the pmc fan needed to be replaced. Once this was replaced the system is working as intended.